Manufacturer narrative:
The user facility submitted (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The patient was started on a melphalan chemotherapy infusion and approximately "2 minutes" into the infusion the patient felt wetness on their clothing. The infusion was immediately stopped. Upon further inspection, the nurse observed the tubing had "completely split in half and disconnected at y-site". The melphalan was disconnected from patient's central line. The patient removed their clothing and washed their thigh with soap and water. The skin was intact, with no abnormalities. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.